Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 1.1 inr. The corresponding lab result reported was 1.6 inr. This was a correlation study and no treatment was provided. The device was replaced and requested to be returned for eval.